Event description:
Revision surgery due to septic loosening performed on (B)(6) 2025. Patient complained of pain and x-rays were taken. It was determined that the stem appeared loose a due to a possible infection. A 1st stage infection surgery was scheduled. The following components were removed: - smr cementless finned stem (part number 1304.15.180, lot number 1808774, sterilization (B)(4)) - smr reverse humeral body (part number 1352.15.010, lot number 1809657, sterilization (B)(4)) - smr reverse liner standard (part number 1360.50.810, lot number 18at0gk, sterilization (B)(4)) - smr glenosphere ø36 mm (part number 1376.09.030, lot number 1809534, sterilization (B)(4)). The lima long revision stem was trialed along with multiple extensions and liners. It was determined that this combination would not reduce properly. A tornier revision stem was trialed along with various trays and liners. It was determined that this was a good fit and the definitive implants were implanted along with a lima 36 eccentric glenosphere. Previous surgery took place on (B)(6) 2018. The patient is a female, date of birth (B)(6) 1964. The event happened in the united states.

Manufacturer narrative:
No pre-existing anomaly was detected by checking the manufacturing and sterilization charts of the lot numbers involved in the event. We will submit a final report as soon as the investigation is complete.

Manufacturer narrative:
Investigation: no pre-existing anomaly was detected by checking the manufacturing and sterilization charts of the lot numbers involved in the event. This is the first and only complaint received on these lot numbers. Neither x-rays nor removed components were available to be shared with the manufacturer. Therefore we are not able to carry out additional investigation on this event. However, we have been informed by the complaint source that the revision surgery has been completed by removing all the components previously implanted, replacing them with a glenosphere (part code 1376.09.031) and a connector (part code 1374.15.310) combined with a third-part humeral stem. Hence, considering that: - no pre-existing anomalies were discovered by checking the manufacturing and sterilization charts of the devices involved in the event hereby reported - this is the only complaints received in these lot numbers. We have no evidence to consider the event as product related. Pms data: based on the available pms data, the revision rate of smr reverse liners, belonging to the family product codes 1360.50.xxx, 1361.50.xxx and 1365.50.xxx due to infection is around 0.06%. According to the investigation carried out, no corrective action is needed for this event. The manufactured will continue monitoring the market in order to detect any similar events. Note: this is a final MDR.

Event description:
Revision surgery due to septic loosening performed on (B)(6) 2025. Patient complained of pain and x-rays were taken. It was determined that the stem appeared loose due to a possible infection. A 1st stage infection surgery was scheduled. The following components were removed: - smr cementless finned stem (part number 1304.15.180, lot number 1808774, sterilization (B)(4)). - smr reverse humeral body (part number 1352.15.010, lot number 1809657, sterilization (B)(4)). - smr reverse liner standard (part number 1360.50.810, lot number 18at0gk, sterilization (B)(4)). - smr glenosphere ø36 mm (part number 1376.09.030, lot number 1809534, sterilization (B)(4)) the lima long revision stem was trialed along with multiple extensions and liners. It was determined that this combination did not reduce properly. A tornier revision stem was trialed along with various trays and liners. It was determined that this was a good fit and the definitive implants were implanted along with a lima 36 eccentric glenosphere. Previous surgery took place on (B)(6) 2018. The patient is a female, date of birth (B)(6) 1964. The event happened in the united states.